Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Event description:
Philips field service engineer (fse) reported that while the customer was moving the CT couch in the vertical direction to move the patient into the bore for scanning, there was a loud snapping noise and the table fell to the floor. The fse confirmed there was no harm to a patient, operator or bystander.

Manufacturer narrative:
On (B)(6) 2016, the customer reported that while they were moving the CT couch in the vertical direction to load the patient into the bore for scanning, an audible noise occurred. The CT couch traveled downward to the lowest point immediately after the sound occurred. A philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. On 06-aug-2016, the fse arrived on site to inspect the CT system. The fse determined that the cause of the issue was a failure of the vertical drive ball screw which had broken. The fse replaced the CT couch to return the CT system to specification and resolve this issue. The system is in clinical use.